Event description:
It was reported that the delivery device was discovered to be defective (seal broken upon opening the box) during preparation at the time of the water vapor thermal therapy procedure. There was no patient present and a patient had not been administered anesthesia prior to the as reported issue being discovered. The procedure was performed and completed utilizing another device with no clinical consequences to the patient.